Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose results were 113mg/dl, 42mg/dl, 111mg/dl, 116mg/dl. Tests were done within 5 mins with a difference of 36mg/dl. Pt did not experience any adverse events. No further info has been reported.